Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. No motor error alarm was noted. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading is 114 mg/dl. Assisted customer with clearing the alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.